Manufacturer narrative:
The insulin pump was unable to perform displacement test due to cracked and bleeding lcd glass. The insulin pump was received cracked/bleeding lcd glass, cracked reservoir tube lip, cracked case at display window corner, broken belt clip slot on battery tube side, broken battery tube threads, cracked case, cracked end cap and missing display window cover.

Event description:
The customer's mother reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 180 mg/dl. The mother stated that the pump was smashed and they needed a new one. The customer stated that the location of the damage is on the screen and control panel. The mother stated that the customer threw the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The additional information will be provided in this report.